Event description:
The therapist, using manual gantry motion, caused the gantry to make contact with the pt. The therapist moved the gantry from the medial tangent to the lateral tangent treatment field. The gantry pinched the tricep of a breast pt between the collimator cover and wing board.

Manufacturer narrative:
Varian has determined that use error was the root cause of this event. Varian has determined that an MDR is appropriate, as this possible situation, should it recur, could potentially result in serious injury. No add'l f/u to this MDR is expected. Code: no malfunction. (B)(4).